Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced tenderness at the ipg and lead site. It was also reported that the ipg was not charging and there was significant pain with any pressure against the programmer site. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket site will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to lack of coverage. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient experienced tenderness at the ipg and lead site. It was also reported that the ipg was not charging and there was significant pain with any pressure against the programmer site. The patient will undergo a revision procedure wherein the ipg will be replaced and pocket site will be relocated.